Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The suction line was tested and performed as intended. The complaint was not verified as the reported issue was not found. There are several root causes that could have contributed the reported error. The temperature was too high during the surgery. The saline flow could be too low and the tip got overheated. There are also several root causes for the e7 error.the rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of errors include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgical procedure, the device showed an e6 error when it was connected to the controller. A competitor device was used to complete the procedure. Delay or patient injuries were not reported.